Manufacturer narrative:
(B)(4). The device has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague with error code 550 was not confirmed and not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with error code 550; this condition had the potential to interrupt delivery. This condition was found in the central supply department during programming/setup. There was no reported patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.